Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open left total hip surgery, at final skin closure, the suture was passed thru twice on skin and thread snapped with barely any pressure being put on it. They removed the barbed suture  and finished the closure with another suture. There was no patient injury.